Event description:
It was reported that the patient was having an open chest procedure and the atrail lead was dislodged during that procedure. The atrial lead was repositioned and remains in use. It was also reported that pauses were documented after the procedure and was thought to be due to the increased thresholds on the right ventricular (rv) lead. The rv lead now had high thresholds. The rv lead was repositioned and the device was reprogrammed to vvi80 with high output on the rv lead. The rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found from the analysis of this data.